Event description:
It was reported that oversensing was noted on this lead during a routine follow-up approx. 37 months after the implantation. The therapies were deactivated. Lead revision is under consideration.

Manufacturer narrative:
The ICD and the lead under complaint were received for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. The ICD was interrogated, revealing the mos1 battery status, 16 charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified and the battery status mos1 was anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel. Therefore, a sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed that the insulation of the lead was found rubbed through approximately 8 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between the 12th of july 2021 and 8th of march 2022 recorded a fluctuating pacing impedance between 260 ohms and 400 ohms and a fluctuating shock impedance between 77 ohms and 97 ohms. The analysis of the provided iegm episodes revealed no artifacts on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.